Manufacturer narrative:
Concomitant medical devices: 694765 lead, implanted: (B)(6) 2008; 310c29 tissue valve , implanted: (B)(6) 2006; 5076-52 lead , implanted: (B)(6) 2011.

Event description:
It was reported that the device had right ventricular (rv) oversensing and the lead integrity alert (lia) falsely triggered. It was noted that the patient has a left ventricular assist device (lvad) which may cause electromechanical dyssynchrony. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.